Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was 403 mg/dl. The customer stated that she's changing out her site and she is trying to bolus to treat. The customer also reported that they have no delivery alarm during manual prime on the insulin pump. The troubleshooting was performed. The customer was advised to rewind insulin pump and reinsert into insulin pump and run manual prime to at least 5.0 units. The customer stated that the insulin pump did not alarm no delivery . The customer was advised that the insulin pump is working as designed. The patient was advised to call us when the issues occur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.